Event description:
In 2002, gliatech was notified of a packaging complaint described as difficulty in opening the outer seal of the adcon-l tray. In a letter dated 2002, a hospital wrote a letter stating, "upon opening the above, the item because unsterile. This was due to the adhesive used on the outer seal being to [sic] strong to remove easily." This particular unit was not used in surgery. The product has not been returned to gliatech and is not available for analysis at this time.